Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient told the hcp that the device hasn't worked in years. The hcp did not know the reason for the device no longer working and didn't know if the patient even still had the leads implanted. No symptoms were reported. No further complications were reported/anticipated.